Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and muscle stimulation. The right ventricular (rv) lead exhibited pacing failure and noise. The right atrial (ra) lead exhibited noise. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.